Manufacturer narrative:
Block b3: exact date unknown, event occurred in july 2025. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 7105239 / 7105443, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI)#: (B)(4), model number/catalog number: sc-4316, batch/lot number: 33612645, model/catalog description: clik anchor, unique identifier (UDI) #: (B)(4), sc-1232 (sn: (B)(6). Investigation results, media review, device analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient experienced an inadequate stimulation. All components were explanted and discarded per hospital policy. The patient was doing well postoperatively.